Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-implant far field r wave oversensing was observed. The device was reprogrammed. There were no consequences to the patient.